Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that occlusion alarms occurred. Customer continued to use pump for insulin delivery. Customers blood glucose levels was "high" on the continuous glucose monitor customer monitored the system to address their elevated bg.